Event description:
On (B)(6) 2021 the patient contact of this male peritoneal dialysis (pd) patient contacted fresenius customer service. The contact reported a sample (unspecified) was turned in to the pd clinic on (B)(6) 2021 and was confirmed on (B)(6) 2021. Subsequently the patient was admitted to the hospital where they were taken off pd therapy. Additional information was obtained through follow-up with the patient¿s pd nurse. The patient presented to the outpatient clinic on (B)(6) 2021 due to cloudy pd effluent. The patient was diagnosed with a pd catheter (not a fresenius product) exit site infection. The culture resulted positive for gram-negative bacilli (organism not provided). The infection did not progress to peritonitis and was only diagnosed with the exit site infection. The patient was hospitalized (date not provided) for removal of the pd catheter due to the infection. The infection was not related to use of any fresenius product(s). No additional information was provided. Additional information was received from the patient¿s peritoneal dialysis registered nurse [(pd)rn] on (B)(6) 2021. The patient was tired and not feeling well. The patient was diagnosed with peritonitis at the clinic on that day (not an exit site infection as initially reported). The culture results were positive for yeast, gram-negative, and gram-positive organisms (no specific organism or species provided). The patient¿s white blood cell count was 143 (unknown units). The patient was admitted to the hospital on (B)(6) 2021. During the hospitalization, the patient¿s pd catheter was removed, and the patient was transitioned to hemodialysis. The patient will not return to pd therapy. The patient was discharged to home on (B)(6) 2021. The antibiotic therapy is unknown as it was administered during the hospitalization. The cause of the peritonitis event is unknown. No additional information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with subsequent hospitalization and transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The cause of the peritonitis is unknown. The patient¿s pd catheter was pulled which is the guidance for culture results with yeast, a member of the fungus family. Immediate catheter removal is recommended when fungi are identified in pd effluent. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.